Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving baclofen (2000 mcg/ml at an unknown dose) via an implanted infusion pump. It was reported that in (B)(6) 2018 the patient started having issues and wanted the healthcare provider (hcp) to check the pump by fluoroscopy to see where the fluid was going through the catheter. When the pump was restarted, it was noted that they overdosed the patient. If the patient did not work in a medical facility, they reportedly would have died as they had to call 911 due to the patient overdosing. No further complications were reported or anticipated.